Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s family that the patient¿s device was alerting. The paramedics came and checked everything out. The patient¿s heart rate and blood pressure were slightly elevated, and an electrocardiogram (ECG) was done. The patient went to the emergency room (ER) and was told it had something to do with the right ventricular (rv) lead. The patient was advised to see their cardiologist but was unavailable, and the alerts were silenced. Three weeks later, the patient¿s family reported that the device alerted four times since the night before. The paramedics returned and checked the patient¿s vitals. The rv lead remains in use. No further patient complications have been reported as a result of this event.